Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the display screen was dim, fading and discolored. Unrelated to this issue, evaluation revealed that the keypad cover was peeling and the audio bolus button cover was detached/missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.